Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. Customer's blood glucose level was 600 mg/dl. The customer was treated with intravenous insulin infusion. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer will continue use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.